Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), arthralgia ("joint pain"), rash ("rashes"), fallopian tube spasm ("tube spasm") and adhesion ("adhesive disease"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, back pain, fatigue, arthralgia, rash, fallopian tube spasm and adhesion outcome was unknown. The reporter considered abdominal pain, adhesion, arthralgia, back pain, fallopian tube spasm, fatigue and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), arthralgia ("joint pain"), rash ("rashes"), fallopian tube spasm ("tube spasm") and adhesion ("adhesive disease"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, back pain, fatigue, arthralgia, rash, fallopian tube spasm and adhesion outcome was unknown. The reporter considered abdominal pain, adhesion, arthralgia, back pain, fallopian tube spasm, fatigue and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.